Event description:
The customer reported image quality is not the same center to edges in field. No pt injury was reported.

Manufacturer narrative:
The ge service rep examined the saved image of concern and found no issue. The saved image was a hip replacement and the concern was the femar bone was bowed. Confirmed femar was bowed, skin layer was not bowed, hip implant was not bowed. The checked "s" of image intensifier, measured 3mm of "s" over 298mm field or 1.1%. According to specification drawing 901083 typical is 5% or 14mm over a 298mm field. This system measured 1.1% well below typical. System is operating as intended and well within limits.